Event description:
It was reported that the patient presented to the emergency room after experiencing inappropriate shocks due to right ventricular (rv) lead dislodgement. Upon review, it was noted that the patient experienced true ventricular fibrillation as a result of the inappropriate shocks. The device successfully converted the rhythm back to sinus with an additional shock. X-ray imaging was performed and revealed that the rv, right atrium (ra) and left ventricular (lv) leads were dislodged. It was also suspected that the rv lead had loss of capture. On (B)(6) 2024 the rv, ra and lv leads were successfully explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment and inadequate shock therapy. As received, a complete lead was returned in one piece for analysis. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage, and the helix retracted and clogged with blood / tissue. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The reported event of inadequate shock therapy was not confirmed. Electrical testing was normal.